Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. Insulin pump received with scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed a motor error alarm during a bolus delivery. Customer's blood glucose was 400 mg/dl. Customer changed the reservoir and infusion set and did a self test. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.